Event description:
On 15 may 1997, the light's head and arm assembly fell off the vertical column, striking a pt in the head. The pt sustained a minor injury, although the potential for serious injury was present. Investigation revealed that the set screw securing the arm mounting collar to the column had loosened allowing rotation of the entire arm until it unthreaded from the column and fell. Installation instructions do not indicate placement of set screw other than that the vertical column threads do not show. Therefore placement of set screw on widest part of column is possible. If care is taken to ensure set screw is placed in space between the wide part of column and threads there will be less potential for accidents. Additionally, preventive maintenance procedures should include rotation limits of arm and tightness of set screw. MFR date is 11/82.